Manufacturer narrative:
Approximate age of device- 4 year and 1 month. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the vad had multiple speed drops below the low speed limit. The patient¿s system controller was exchanged; however, upon moving a section of the percutaneous lead near the system controller connection, pump stoppage would occur. The lvad was connected to external battery power until a distal end percutaneous lead (driveline) replacement was performed. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log files and confirmed the speed drops slightly below the low speed limit in addition to the pump stoppages. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed with no issues. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (driveline) confirmed wire damage that would have contributed to the reported low speed and pump stoppage events. Approximately 22 inches of the replaced external portion/distal end of the percutaneous lead (driveline) was returned for evaluation. A clamshell and distal end driveline repair was observed from a previous complaint (reported under medwatch MFR report #0002916596-2013-0133). Rescue tape was observed from the proximal edge of the clamshell up until 3 inches from the metal connector. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Upon removal of the layers of rescue tape, the silicone jacket was damaged 2.5 inches from the metal connector. Upon removal of the silicone jacket and clear bionate layer, shield breakdown was observed 0.5 through 4 inches from the metal connector. Visual inspection of the wires found the brown wire was completely fractured 0.5 inches from the metal connector. The observed wire damage appeared to be the result of a fatigue failure due to repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on a tethered power source, the resulting short would have contributed to the low speed and pump stoppage events captured in the submitted log files. The patient remains ongoing on vad support with no further reported issues. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.